Manufacturer narrative:
The reported event, housing is missing the lid, was confirmed. Through visual inspection, the technician confirmed that the lid was missing and the hinge was broken due to improper sterilization. A chemical attack can occur as a result of improper cleaning practices, including improper rinsing, use of improper concentration of a basic disinfectant.

Event description:
It was reported that the lid is missing in system 6 aseptic housing due to broken hinges which can expose the non sterile battery into a sterile field. The user facility was not able to provide any further information regarding the reported event.